Event description:
Sorin group (B)(6) received a report that the pt side of the 3t heater/cooler would not warm above 11 degrees during a procedure. A back-up heater/cooler was used to complete the case with no further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the stockert heater-cooler sys 3t. The incident occurred in (B)(6). Sorin group (B)(4) received a report that the pt side of the 3t heater/cooler would not warm above 11 degrees during a procedure. A back-up heater/cooler was used to complete the case with no further issues. There was no report of pt injury. A sorin group field svc rep was dispatched to investigate. While at the facility the field svc rep was able to reproduce the issue and found that the voltage to the heater element was out of specification. The ac mains board was replaced and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A f/u report will be filed when the investigation is complete.